Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was experiencing redness at the ipg site. The patient was given an antibiotic and prescribed an IV infusion of antibiotic. At the follow up it was reported that the patient's redness has resolved and is off antibiotics.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.